Manufacturer narrative:
Date of event: (B)(6) 2015. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a little bit of an infection at the pocket site. Symptoms include redness, swelling, and a little bit of pus at the site. It was not determined if the infection was device or procedure related. The patient was prescribed antibiotics and was reportedly doing well.